Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 7, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information). (Device manufacture date). (B)(4). No sample were returned for evaluation. However, terumo was informed upon receipt of the complaint that the error in not shipping the product at all was due to the outside service freight forwarder utilized by terumo korea, where they had mixed up the cargo. This was not an error caused by terumo. The freight forwarder is aware of the error. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during other - non clinical activity, a mis-shipment occurred. There was no patient involvement.